Manufacturer narrative:
The lens was not received by the manufacturer for analysis. Additional information has been requested from the physician without success. The product met manufacturing specifications prior to release. While we are not able to determine the cause of this event, our observation reasonably suggests it is not manufacturing related. Iol not received for analysis

Event description:
A user facility reported eight patients with decentered intraocular lenses (iol) following iol implant surgery. In this event the physician noted at 21 weeks post operatively that the iol had dislocated. We have not been able to confirm if secondary surgery was performed or the lens explanted. Additional information has been requested. This report is for the eighth of the eight patients.